Event description:
It is reported that the patient's left shoulder was dislocated. The surgeon attempted a closed reduction in the operating room without success. The surgeon then proceeded to open reduction, and discovered the poly had become disassociated from the stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.